Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a power source alert occurred while the pump battery was being charged and the battery gauge was fluctuating for a short period of time. Customer changed out the power wall adapter and battery was charged. Customer's blood glucose was 149 mg/dl.